Manufacturer narrative:
The navien has not been returned for evaluation; product analysis cannot be performed. The article states that the navien was placed and vasospasm occurred in the petrous internal carotid artery (ica). The vasospasm was most likely mechanically induced. Angiographic vasospasm is common during endovascular procedure without clinical sequelae. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel, is a commonly recognized adverse event that may complicate an endovascular procedure by limiting distal blood flow. In this event, the vasospasm was successfully treated with nimodipine injection. Vasospasm is a known inherent risk of endovascular procedure and is documented in the navien instructions for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs related to this article: 2029214-2017-00346. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of vasospasm during navien guide catheter placement. The purpose of this article was to evaluate the benefits of the 6fr navien intracranial support catheter in endovascular treatment. The authors reviewed 61 cases involving 56 patients (mean age was 63.5 years; 15 patients were male, 41 were female.) The article states that significant vasospasm after initiation of the navien occurred in one case. The vasospasm occurred at the petrous internal carotid artery (ica). Nimodipine (1 mg/5 ml) injection was administered and the vessel returned to normal status. No clinical complications were found. All cases were successful without any serious injury to the patients. Lee, s. (2016). The benefits of navien intracranial support catheter for endovascular treatment. Journal of cerebrovascular and endovascular neurosurgery, 18(3), 234. Doi:10.7461/jcen.2016.18.3.234.